Manufacturer narrative:
As reported the actual report and aware date is 20-jan-2016. Initially reported as 12-jan-2016.

Manufacturer narrative:
Correction to date of event and report of event; as reported the actual report and aware date is 12-jan-2016. Initially reported as14-jan-2016.

Event description:
Of last communication, the patient was discharged two days post procedure and is doing well.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment in this case, it was reported that the cause for the ventricular malposition was the ¿challenging¿ amount of calcium in the annulus/leaflets. Other potential contributing factors are unknown as limited clinical information was provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
As reported by our peruvian affiliate, a 23mm sapien xt valve was deployed in a too ventricular position requiring deployment of a 2nd valve. The second valve was implanted with a good outcome. Per report, the valve was placed to low due to a challenging amount of calcium in the area.